Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv shocks due to afib with rapid ventricular response. Programming changes were recommended. No further information available.